Event description:
Healthcare professional (hcp) reports pt reaction with the first usage of a psn memebrane. The incident occurred 10 minutes into the hemodialysis treatment. The pt experienced diaphoresis, hypotension and chest pressure. The pt was placed in trendellenberg position and provided with 02, normal saline and nitroglycerin (dose unknown). The pt did not respond to this medical treatment and the dialysis treatment was discontinued. The pt was transported from the dialysis center via 911. The pt has recovered and is currently on a polysulfone membrane per the hcp.